Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the white tissue pad had fallen off. The fallen piece was retrieved by forceps and was disposed of. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # r9316n. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition, the instrument was returned with the blade tip damaged with gouged marks. However the blade was not cracked. The device was connected to a test hand piece and a gen11, and it did activate during functional testing. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.